Manufacturer narrative:
Evaluation summary: the products were not returned for analysis; the lenses remain implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that following multiple intraocular lens (iol) implant procedures, that 17 patients have had an exudative reaction on the 1st and 3rd postoperative day. The patients experienced blurred and decreased vision. Objectively: eyes moderately irritated, painless, have central vision. The cornea is clear, fibrin exudates of different intensities present in the anterior chamber with the maximal localization in the pupil area; ocular tension reflex is rose; turgor is normal. The exudates completely resolved and vision recovered during the course of medication treatment. Additional information was received from the clinic owner, who reported that there are two cataract surgeons in the hospital. Seventeen patients developed aseptic exudative reaction from mid (B)(6) 2015. As of now, all the patients affected are receiving treatment with steroids and mydriatics, still experiencing symptoms from mild to moderate severity. No one case has completely resolved at the moment. After the further analysis of the situation, a viscoelastic was purchased and its first time usage at the clinic was concurred with the first adverse reaction observation. The clinic management decided to stop using the viscoelastic from (B)(6) 2015 and replaced it with different viscoelastic. The clinic continued to use the same lens model. The rationale behind this decision is that the iol model had been used at the clinic for more than 15 years while the viscoelastic product was first used at the clinic starting in (B)(6) 2015. Three days after replacing the viscoelastic with a different viscoelastic there were no further adverse events observed. Additional information was provided that 15 of the 17 patients have recovered and are healthy. Two have continued with treatment.